Event description:
There is no update to the original description provided.

Manufacturer narrative:
One (1) unknown tsv implant was not returned for investigation. However, customer provided x-rays. Visual evaluation of the x-rays indicates the implant fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No per form and no pre-existing conditions were provided. The reported device was located on an unknown tooth site (universal) and was used for an unknown amount of time. The customer provided x-rays. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review could not be performed without relevant item and lot information. Post market trend review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture) or product (unknown tsv implant). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as evaluation of the x-rays identified the fractured implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided. Patient's age was not provided. Patient's weight was not provided. Event date was not provided. Lot number and item number are unknown. Implanted date not provided. Product is not being returned to zb.

Event description:
It was reported that a tsv implant fractured in the patient's mouth. Implant remains implanted at this time.